Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 4 see 1920664-2016-00262, 00264, 00265.

Event description:
The user facility reported the vitrectomy cutters were not cutting at 3500 cpm, they adjusted the cpm down to 3000. The cutting then continued intermittently and they proceeded with the surgery. The pack did aspirate. There was no impact to the patient.